Event description:
Additional information received noted upon transmission review, inappropriate pause and atrial tachycardia/atrial fibrillation episodes were reported on a near daily basis. Investigation determined the insertable cardiac monitor was undersensing intermittently, loss of contact, and oversensing are all taking place, causing inappropriate episode diagnosis. No changes were made. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the insertable cardiac monitor (icm) was consistently sending alerts for pause episodes. These near daily alerts were all deemed inappropriate episodes. The electrograms (egm) were reviewed, and the undersensing episodes were referred to as "drop out." Programming changes were made. No patient symptoms were reported.